Manufacturer narrative:
A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event. It is not clear from the event report whether the device caused or contributed to this event or if it was associated with another device or the surgery itself. Should additional information become available from the reporting surgeon, a supplemental report will be filed.

Event description:
A patient underwent hernia repair with ovitex lpr on (B)(6) 2025. The surgeon sewed the device in place and also utilized a capsure tacker (permanent stainless steel and peek). The patient returned symptomatic for abscess and underwent exploratory laparotomy approximately 5 weeks later. Upon reoperation it was noted that adhesions were present along with some erosion into the bowel. The product and a portion of bowel were excised.